Manufacturer narrative:
Section a1: patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine2 results generated by the alinity c processing module for a patient, which were inconsistent with the patient¿s clinical picture and the enzymatic creatinine result. The following data was provided: on (B)(6) 2025 creatinine2 results = 3.36, 3.43, and 3.44 mg/dl. On (B)(6) 2025 sid: (B)(6): creatinine2 result = 3.75 mg/dl. Enzymatic creatinine result = <0.10 mg/dl (reference range is 0.72 to 1.3 mg/dl). Other results provided: cystatic c result = normal. Urea result = normal. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated creatinine2 results generated by the alinity c processing module for a patient, which were inconsistent with the patient¿s clinical picture and the enzymatic creatinine result. The following data was provided: (B)(6) 2025 creatinine2 results = 3.36, 3.43, and 3.44 mg/dl. (B)(6) 2025 sid (B)(6): creatinine2 result = 3.75 mg/dl. Enzymatic creatinine result = <0.10 mg/dl (reference range is 0.72 to 1.3 mg/dl). Other results provided: cystatic c result = normal. Urea result = normal. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated creatinine2 results included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 70002ud00. A review of tracking and trending for the creatinine2 assay (list number 04t91) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot number 70002ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. In-house accuracy testing was performed using retained reagent kit of the complaint lot, and all specifications were met, indicating that the lot is performing as expected. Based on this investigation, no systemic issue or deficiency with the creatinine2 reagent, lot number 70002ud00, was identified.